Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 17-apr-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced six different incidences, which were associated with separate units, involving six different events. This is the first of six reports. Refer to 9611594-2025-00058 for the second event. Refer to 9611594-2025-00059 for the third event. Refer to 9611594-2025-00060 for the fourth event. Refer to 9611594-2025-00061 for the fifth event. Refer to 9611594-2025-00063 for the sixth event. It was reported there was a spontaneous fall of the anchor points on day-1. There was no reported injury.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 20-mar-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample was not received with any original packaging. No other components received. The suture was seen with soft shell when received in the lab. Decontamination was performed. After decontamination, the sample was inspected and examined. There was an obvious suture breakage. When measuring, there was approximately 2.3 cm suture left on the base side of soft shell while there was approximately 2.0 cm suture left on the locking clip side. Locking clip appeared locked, no overhand knot was observed anywhere in the remaining suture. Breakage was observed on suture. The sample evaluated confirmed each end of the suture appeared slightly jagged and/or pinched. However, process evaluation and tools are in right conditions and there were no activities that could identified the cause of this type of damage in this particular device incident. Root cause could not be determined. All information reasonably known as of 05-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.